Event description:
It was reported that 9 sharps coll ii bd 7l were missing lids. The following information was provided by the initial reporter: "the client, when checking his stock, identified 15 units of descartex without the lid."

Manufacturer narrative:
H6: investigation summary : photos received for investigation, upon visual inspection lids are missing from the sharp containers. The current controls to detect the incident are carried out through visual inspection of 100% of the parts in the manufacturing process and we had no spare covers that indicate the shipment of incomplete sharp containers. A device history review was performed for lot 1239627 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 9 sharps coll ii bd 7l were missing lids. The following information was provided by the initial reporter: "the client, when checking his stock, identified 15 units of descartex without the lid."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.